Event description:
Please note that the initial report's type of reportable event was serious injury, but through the investigation it was confirmed that the broken pieces did not remain in the patient. Therefore making this event a malfunction.

Manufacturer narrative:
Alleged failure: in completing an arthroscopic biceps tenodesis, a 1.4mm tape loop suture (3910-900-043) was inserted into 4.75 eyelet, and into hard bone at top of biceps groove. In following with 4.75 screw, the screw would not advance and was described as being ¿stripped¿. When the screw was pulled back, the screw was broken mid-body. Taps or drills not used for omega. We opened a new 3.9mm omega screw and placed successfully with sufficient purchase and fixation. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) user does not drill/tap pilot hole, 3) user does not go to laser line (incomplete tapping/drilling/awling), 4) use of incorrect drill size for associated screw, or 5) inadequate assessment of bone quality. Please note that the initial report's type of reportable event was serious injury, but through the investigation it was confirmed that the broken pieces did not remain in the patient. Therefore making this event a malfunction. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the screw broke during the procedure and remains in the patient. Note, the piece of the broken screw that remains in the patient is securely implanted.